Event description:
Device did not function as expected. Pt was undergoing a supraorbital keyhole craniotomy. The electrosurgical bipolar forceps were requested but were determined to be non-functioning. Surgeon decided to terminate the procedure. Closed the pt and was sent to recovery.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B)(4). There is 1 event associated with this event type (device did not function as expected) and product code (gxi).